Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(4) 2008 and operated successfully until (B)(6) 2010. On (B)(6) 2010 the device logged a failed self-test. The user was alerted to the problem by the red status indicator being illuminated and an audible beep. Although no fault was found with the pad devices or pad-pak, the conclusion is that the low battery was triggered by the battery management system in the device. Incorrect storage can also lead to the depletion of the batteries. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.